Event description:
It quit working in 2017 and I am now having muscle pain from right hip down to ankle. I have no insurance and want to have it removed without costing a bunch of money. Battery life never lasted more than 6 years and was supposed to last 9 years. How do I get it removed I have learned to deal with pain but now I am having problems with the muscles in my right hip below battery.